Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigation and a cause for the gripper actuation issue (single gripper) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) to check the gripper orientation when the gripper cap without the dimple came off and could not be placed back on to secure and lock the gripper levers together. The cds was removed. Another cds was advanced however during grasping of the leaflets, when attempting to lower the grippers simultaneously, the posterior gripper would not lower. Troubleshooting was performed (raised grippers and locked the clip) which resulted in both grippers lowering therefore the clip was able to be deployed, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.